Event description:
The manufacturer received info alleging a ventilator intermittently switches to battery operation while ac power is connected. The device was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an open circuit condition was found with a wire in the power cord. The device's power cord was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.